Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain. In (B)(4) 2016 and (B)(6) 2017 the patient fell and during that time ((B)(6) 2017) the consumer noticed that the pain pump was more closer to the skin. In fact when touch they could actually feel it move, and hear it when tapped. When the patient went to sleep it was thought that she twisted something in back. The patient was taken to the emergency room on the day prior to this report date and it was difficult to get a hold of the health care professional (hcp) and there was no after hrs. Only 2 hospitals could help with the pump. It was noted that the patient experienced pain after ¿twisting something.¿